Event description:
Reportedly, 8 months after implantation surgery hearing performance of monosyllables became worse. A CT scan was taken on (B)(6) 2018 which confirmed 2 extra-cochlea electrodes. The deterioration in hearing was not so much at this stage so no further action was taken. When the hearing performance with the device deteriorated more a decision for explantation was made. The recipient was re-implanted. Reportedly, hearing performance with the new device is good.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the active electrode migrated postoperatively partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was re-implanted. Reportedly the device was explanted due to a "slip out".